Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s screen became physically separated from the device housing, and the user temporarily secured the screen with tape while the device continued to function and blood glucose remained unaffected. Symptoms included no reported clinical effects. Outcomes included no interruption of therapy or need for medical care. Investigation included complaint intake and device replacement with collection of the affected unit for evaluation. Investigation of the returned device revealed a hardware enclosure issue consistent with screen bezel separation while core device functionality persisted. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical integrity failure of the display assembly or housing interface.